Manufacturer narrative:
A partially deployed wallflex biliary stent was received for analysis. Visual examination of the returned device found the clear outer sheath was significantly curved and the stainless steel tube of the handle was kinked. Functional analysis found that it was possible to deploy the stent as returned, though resistance was felt due to the kink in the stainless steel tube. No other issues were identified during the product analysis.   The damages noted with the device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.   A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was to be used in the biliary tract to treat a stricture due to cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician started deploying the stent when resistance was felt. The stent was removed partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was to be used in the biliary tract to treat a stricture due to cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, the physician started deploying the stent when resistance was felt. The stent was removed partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event.